Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to non capture and high impedances. The patient decided to get a pacemaker so this lead was replaced with a pacing lead. The patient's ICD was at eri and had met longevity estimates.

Manufacturer narrative:
(B)(6) 2017 per oos from hospital, this lead was capped, not explanted.

Event description:
This lead was explanted and replaced due to non capture and high impedances. The patient decided to get a pacemaker so this lead was replaced with a pacing lead. The patients ICD was at eri and had met longevity estimates.